Event description:
Bed found in "down" storage. Head up function not working. No patient impact reported. There is no sign of abuse or neglect associated with this repair.

Manufacturer narrative:
Technician found head up function was not working. Function does not work manually or under power. Battery led is on. Determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue. Bed functions properly.